Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer stated the insulin pump fell in the bath. The customer stated they were able to clear the alarm but when they changed time and date the pump error recurred. Customer reported damaged on back of insulin pump and the center button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged pump error 3 alarm/cosmetic damage at the back of the insulin pump case found on feb 05, 2022. Device passed the displacement test and self test. No unexpected pump error 3 alarm noted during testing. Successfully downloaded history files and traces using thus. Pump error 3 alarms found in the pump history file on feb 05, 2022 at 9:56, 10:04, 10:06, 10:10 and 10:11. Pump error 3 alarm due to software error (line number 2803 file number 2002). Device was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: partially broken retainer, faded serial number label, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay and minor scratched lcd window. Pump error 53 alarm due to software error. Cosmetic damage confirmed at the back of the pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.